Event description:
The customer called and reported the insulin pump was alarming with no delivery, after the customer had used three sets, trying to resolve the issue. Customer's blood glucose was 148 mg/dl. During troubleshooting, disconnecting and reconnecting the infusion set and reservoir did not allow insulin to exit when pushed through tubing and the insulin pump alarmed no delivery during a manual prime. The customer was advised to try a new reservoir with the current set. The insulin pump did not alarm during manual prime and it was advised that changing the reservoir resolved the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.